Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr; (B)(6), dr. (B)(6), (B)(6) 2018. Primary date unknown; this patient has an extensive medical history with her left knee. Revision (B)(6) 2018 patient has a fixed flexion of about 30 degrees and has pain. The poly was removed and a thinner poly to help reduce the flexion deformity. The patient also underwent a medial gastrocnemius transfer to improve her extensor mechanism. Female patient initials: (B)(6).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.